Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap autosv device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected and object code indicates the blower contributing to the foam degradation. Additionally, the device had displayed error codes e031 (err_motor_vbus_high_blower_off), e032 (low_pressure_support), e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). In addition, the device was scrapped by the service center after the evaluation was completed.